Manufacturer narrative:
A hospital representative evaluated the unit.

Event description:
It was reported by service report that toprail was broken with sharp edges preventing the siderail from being latched up. No patient involvement or adverse consequences are reported.